Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead had a dislodgement and re-located itself back at the atrio-ventricular junction. Afterwards, the patient had inappropriate anti-tachycardia pacing (atp) and an inappropriate shock due to oversensing of atrial activity and double counting. At this time the rv lead has been explanted and a new rv lead was implanted at the same procedure. The rv lead has been returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead had a dislodgement and re-located itself back at the atrio-ventricular junction. Afterwards, the patient had inappropriate anti-tachycardia pacing (atp) and an inappropriate shock due to oversensing of atrial activity and double counting. At this time the rv lead has been explanted and a new rv lead was implanted at the same procedure. The rv lead has been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. If information is provided in the future, a supplemental report will be issued.